Manufacturer narrative:
(B)(4). Unit uploaded properly using carelink pro.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and had several error alarms. The customer's blood glucose ranged from 345 mg/dl to 339 mg/dl. The customer declined to do troubleshooting for the error alarms. The customer called back stated that the high blood glucose event began (B)(6) 2017. Troubleshooting was performed. The customer was advised to check drive support cap. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer reviewed the bolus history to ensure boluses were accounted for and entered accurately. Customer declined to perform the high pressure test. It was advised to the customer to treat with per health care professional instruction. The customer called back on (B)(6) 2017 and reported that his wife was off the insulin pump for three month and now getting back on the insulin pump. The customer's husband reported that his wife is having high blood glucose due to no delivery of insulin and insulin pump not working correctly. The customer's blood glucose ranged from 345 mg/dl to 289 mg/dl. Troubleshooting was performed for the high blood glucose. The customer was not able run the high pressure test due to the tubing clamp not available. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, self test and delivery accuracy test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. No unexpected restart alarm, signal too low alarm or corrupted history file alarm noted during testing. Corrupted history file alarm in the alarm history file due to corrupted history file. Unit uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.